Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the sponge from the biopsy cap became lodged in the scope. It was reported that water soluble lubricant was applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using a brush. The procedure was completed using another rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Device problem code 2907 captures the reportable event of sponge detached. Investigation result an rx biopsy cap was received for analysis. A visual evaluation of the returned device revealed that the foam (sponge) had been separated from the rx biopsy cap. No other issues were noted. Based on the evaluation of the returned device, the failure of sponge detached is normally caused due to excess of force applied to the device by the user and/or due to the interaction of the unit with other devices. It was concluded that the investigation conclusion code of this event is "cause traced to component failure" since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and no deviations were found and the review confirmed that the accepted device met all manufacturing specifications.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:28 am CT.the report number is being corrected from: 3005099803-2018-61989 to: 3005099803-2018-61333.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the sponge from the biopsy cap became lodged in the scope. It was reported that water soluble lubricant was applied to the top of the biopsy cap prior to use. The detached piece was successfully removed from the scope using a brush. The procedure was completed using another rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.